Event description:
I started using fixodent right after getting my false teeth. A couple of years ago, I started getting numbness and tingling in my arms, hands, and feet. I went to doctors several times, but nobody did anything about it. I finally had blood work done for everything. Dose: denture cream. Frequency: twice daily. Route: oral. Dates of use: 2006 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.